Manufacturer narrative:
The device is more than 4 years old. Product return is not necessary as the replacement led board to resolve the issue. Natus medical made several attempts to get status on device from customer without any response. If additional information is provided by the customer natus medical will provided a supplemental. Investigation is considered closed and final.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue 3 light intensity swicth was defective. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.